Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
During a literature review, an article[1] was identified in which the protrack pigtail wire was used in a left atrial appendage procedure amongst the other devices (8f mullins sheath (medtronic), brk needle (medtronic), acuson acunav (siemens), viewflex xtra (abbott), and watchman (boston scientific)). In the group where the protrack pigtail wire was used, 1 patient experienced pericardial effusion requiring intervention, 1 patient had major vascular complications and 1 patient experienced procedure related stroke. There is no evidence to suggest baylis medical devices caused or contributed to the reported complications. However, as baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. [1] alkhouli, m., chaker, z., alqahtani, f., raslan, s., & raybuck, b. (2020). Outcomes of routine intracardiac echocardiography to guide left atrial appendage occlusion. Jacc clin electrophysiol, 6(4), 393-400. Doi:10.1016/j.jacep.2019.11.014.